Manufacturer narrative:
(B)(4).

Event description:
Review of returned angio images at implant show that the left iliac extension was placed into the left external; covering the left internal iliac artery. The distal portion of the left common iliac is dilated. There is an endoleak seen filling the left internal iliac artery where the iliac has dilated. The endoleak may be a type iii fabric, but cannot rule out a type IV. Post-implant of a cuff which re-lined the limb showed resolution of the endoleak.

Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information. Unknown cause of endoleak. Conclusions: lack of information. Unknown cause of endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology were not reported. The proximal neck is 21 to 23 mm in diameter. The vessels were non tortuous with little calcification. It was reported that on completion of the final angiogram an endoleak was discovered. The physician re-ballooned with no improvement so it was decided the endoleak was a type iii fabric coming from the contralateral limb, approximately 4 stents from the bottom of the stent graft. Contrast was filling the internal iliac artery. The physician re-lined this segment of the stent graft with an endurant enlw1616c95ee and re-ballooned resolving the type iii endoleak. The patient is fine.